Event description:
It was reported that the right footrest will not lock in place into the frame customer is having an issue with the push button. Customer states she tried the left footrest on the right side to see if it fit there and the push button would work on that side, it did fit fine so customer knows it is an issue with the footrest portion itself.

Manufacturer narrative:
It was reported that the right footrest will not lock in place into the frame customer is having an issue with the push button. Customer states she tried the left footrest on the right side to see if it fit there and the push button would work on that side, it did fit fine so customer knows it is an issue with the footrest portion itself. Customer noticed this upon assembly. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This Medical Device Report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 CFR Part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.